Event description:
Pt. In ccu on ventilator, set on a/c of 18. The low pressure alarm kept going off, the peak airway pressure which indicates inspiration was reading 0, and bar graph was flat, with no rising in inspiration. Vent was changed out.